Event description:
As reported by the user facility: writing to report a broken catheter from this product: product: espocan combined spinal and epidural anesthesia kit lot: 0061917773. Product#: es1827k. A 2 cm portion reported to be retained per mda.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the manufacturers investigation, this defect is not likely to have happened during the manufacturing process. It is believed to have happened during application. The reported defect was unable to be confirmed due to no sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.